Event description:
It was reported to a physio-control service representative that the customer's device did not provide any voice prompts. Defibrillation therapy might therefore not be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the negative terminal of the speaker assembly being open which caused no audio output. The customer was provided a new device under warranty.